Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by nurse in the USA of peritonitis in patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed and hospitalized with peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. On an unreported date, a peritoneal effluent culture was performed, with unknown results. Treatment was unknown. At the time of this report the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4).this report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12b14086, h12a17081 and h12a15028 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.